Event description:
It was reported by service report that there was a damaged right arm rest with reported sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: arm rest.